Event description:
The user facility reported that during a therapeutic colonoscopy, the left/right angulation wire snapped. The procedure was reportedly completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the facility's report of no right angulations due to a detached angle wire at the wire stopper of the device. A leak was identified between the angulation control knobs. The insertion tube was determined to be a non-olympus part, and was noted to be discolored, floppy, and severely buckled due to chemical damage. The biopsy channel was examined and was noted to be kinked at the bending section area. The insertion tube skeleton was dented. There was evidence of non-olympus repairs on the light guide tube, electrical connector, and the angulation control knob where the disconnected right angle wire was located. Based upon the results of the investigation, the cause of the phenomenon appears likely due to extensive use as the device memory indicated in excess of 2100 uses. However, it appears that the use of third party parts and repairs likely also directly contributed to this phenomenon. This report is being submitted as a medical device report in an abundance of caution.